Event description:
The provider alleges the pb1918 wheelchair arrived bent. He states he cannot lock the unit into the open position without the seat rail popping out and the back cane pops out. He states when the chair rolls, it makes a bumpy movement.